Event description:
It was reported the pt experienced an overdose and was admitted to the hospital. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.